Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call of a lost sensor alarm and other multiple alarms at night. Customer indicated that their blood glucose was between 40 to 60 mg/dl. The customer indicated that they will speak to their educator about the low blood glucose and the threshold suspend because it needs to be adjusted. No further details provided.